Event description:
Medtronic received information that at an unspecified time, eight eopa 3d arterial cannulae had a leaking issue. Use of the devices were unspecified. There was no adverse patient effect reported with this event.

Manufacturer narrative:
Device evaluation summary: the device was opened and tested. Pressure integrity testing was performed at 0.5 l/min with 5 psi, (258 mmhg) of back pressure for 10 minutes. During the pressure integrity test there was a leak observed. Reason for the return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.